Event description:
It was reported that the balloon was stuck on the wire. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the procedure, it was noticed that the balloon froze on the guidewire. Both devices were removed as one unit and the procedure was completed with another of the same device. No patient complications were reported.